Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) and right ventricular (rv) lead, the patient complained of syncope and pre-syncope and a holter monitor was ordered. Long pauses were noted. Therapy was delivered with no ventricular pacing back up. Auto enable back up was programmed. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.